Event description:
An aspiration surge during surgery caused the need for an unplanned vitrectomy. The pt has fully recovered.

Manufacturer narrative:
Results/conclusion: the iav module was exchanged.